Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test,rewind, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery and error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform error test due to motor error loop. Unit received with cracked battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 287 mg/dl at the time of incident. Troubleshooting found multiple motor errors in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.